Event description:
One of the co's sales representatives was informed by the account that an injury (i.e., perforation) occurred during a small bowel hemostatis (i.e., treatment of avms). The system used was an argon plasma coagulator (apc) model 300 with an electrosurgical generator w/endocut & argon model icc 200 (p.n.: 10128-205). A large arc appeared upon initial activation. The doctor thought he perforated. He was later notified that a perforation had occurred requiring surgery.